Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and blank display anomaly. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised they went into the jacuzzi while wearing the insulin pump. Customer advised the display screen went blank immediately after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to moisture damage keypad traces. Also received a slight moisture damage on the electronic assembly. No moisture damage noted on the motor, battery tube and vibrator. No blank display during testing. No damage found on the connector/lcd isolation tape noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label and minor scratched lcd window.